Manufacturer narrative:
The aneurysm size was reported to be: aneurysm size: 4.3*5.3; height: 4.3; width: 5.3; length: 4; neck: 4; and neck to sac ratio: 1. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during an elective stent assisted coiling procedure of an aneurysm; the patient experienced an acute thrombotic event. The enterprise vrd stent was placed using a prowler select plus micro-catheter via right femoral access to assist in coiling an anterior communicating (a-com) saccular aneurysm/neck re-modeling. During the procedure, thrombus was noted in the proximal part of the enterprise stent. Medication was administered to dissolve the thrombus. The acute thrombosis/clot was noted to have fully resolved. The patient was heparinized-the amount and the act were unknown. There were no reported problems with the prowler select micro-catheter. A continuous heparinized saline flush was maintained to the micro-catheter at all times. It was not known if the patient experienced any change in neurological status due to the event. The patient's current condition was unknown. There was no reported difficulty or procedural delay in placing the coils. There was no reported coil protrusion out of the aneurysm or any other identified contributing procedural issues. The patient's pre-procedure anti-platelet therapy was unknown. No additional information was available. The aneurysm had a height of 4.3, width of 5.3, length of 4, and a neck of 4. The neck to sac ratio was 1. The enterprise vrd remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot m1423535. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Manufacturing records for lot m1423535 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to (B)(4) and the results indicate that the stent shipped meets specified release requirements. Stent thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system or with the procedure as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during an elective stent assisted coiling procedure of an aneurysm; the patient experienced an acute thrombotic event. The physician was using an enterprise vrd stent and a prowler select plus micro-catheter via right femoral access to assist in coiling an a-com secular aneurysm/neck re-modeling. During the procedure, thrombus was noted in the proximal part of the enterprise stent. Medication was administered to dissolve the thrombus. The acute thrombosis/clot was noted to have fully resolved. The patient was heparinized-the amount and the act were unknown. There were no reported problems with the prowler select micro-catheter. A continuous heparinized saline flush was maintained to the micro-catheter at all times. It was not known if the patient experienced any change in neurological status due to the event. The patient's current condition was unknown. There was no reported difficulty or procedural delay in placing the coils. There was no reported coil protrusion out of the aneurysm or any other identified contributing procedural issues. The patient's pre-procedure anti-platelet therapy was unknown. No additional information was available.